Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 240 units of insulin during the load sequence. Additionally, multiple cartridge alarms occurred, one of which indicating that the cartridge was over-filled despite the customer filling the cartridge with 240 units of insulin. Customer¿s blood glucose level was 206 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.